Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found clavicular crush at 25.7 ¿ 26.0 cm from the connector pin. The outer coil was noted to be fractured/ broken at this location.

Event description:
This report is to advise of an event observed during analysis.